Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, balloon rupture occurred. The target lesion was located in the external iliac artery. The physician advanced the 5.0mm x 40mm x 40mm sterling otw balloon catheter and after the 1st inflation to 6atms, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Event description:
It was further reported that the de novo lesion was moderately tortuous. The balloon was being used for predilatation and was device was removed intact.

Manufacturer narrative:
Updated: describe event or problem. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).